Manufacturer narrative:
The system was serviced in the field. The handswitch and footswitch were replaced. The system passed all tests and was performing as intended. Concomitant medical products: product ID: bi71000194, serial/lot #: unknown. Product ID: bi71000193, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the system was not taking 2d hd or 3d shots and needs a system checkout. Imaging was aborted. There was no impact to the patient. Additional information was received. It was reported that the delay of the procedure was significant but the exact amount was not known.